Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.0/2.0/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced glare/haloes. On (B)(6) 2023 the lens was explanted and it was noted "remove and no longer implant". The problem was resolved. The cause of the event was reported as unknown.